Event description:
It was reported that a patient experienced a cardiac tamponade and passed away. During a pulsed field ablation (pfa) procedure a faradrive was selected for use. After getting transseptal access, the physician noticed that the guidewire was not in a regular position. The intracardiac echocardiography (ice) was checked and it was confirmed that a cardiac tamponade had occurred. A cardiac surgery was required to treat the event, but the patient did not make it and passed away during the night at recovery. No further information was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.